Manufacturer narrative:
For the moment, we don't know if the issue is related to the hardware (not approved in the us) or to the software (approved in the us or similar).

Event description:
Reportedly, the physician couldn't interrogate the ulys s/n (B)(6). He tried many times and then changed the tablet and the device was in safety mode. The physician reprogrammed the device. The first tablet was blocked, the screen wasn't responding and it displayed "emergency mode programming failed". No suspicion of malfuntioning of the ICD.

Event description:
Reportedly, the physician couldn't interrogate the ulys s/n (B)(6). He tried many times and then changed the tablet and the device was in safety mode. The physician reprogrammed the device. The first tablet was blocked, the screen wasn't responding and it displayed "emergency mode programming failed". No suspicion of malfuntioning of the ICD.

Manufacturer narrative:
The initial reported event date was 19 may 2025. The picture provided shows that the event date is 20 may 2025. The subject tablet was returned. Upon reception, tests were performed, and the subject tablet functioned properly. The review of the data extracted from the subject tablet was performed. The investigation of the data from the smartview software showed that the software installed on the subject tablet is not responsible of the reported ¿nominal programming¿. The investigation of the data from the manager software showed that programming to nominal parameters was successfully performed on (B)(6) 2025 and that programming to nominal parameters was unsuccessfully performed on (B)(6) 2025 (triggering the reported issue). Since no interrogation of the active implantable device has been performed, it is not possible to conclude that the active implantable device s/n (B)(6) had been reprogrammed to nominal parameters. According to the reported issue, the active implantable device s/n (B)(6) was interrogated with a second tablet (no data have been provided) and it was programmed with the nominal parameters. The main hypothesis to explain the reported issue is that the active implantable device s/n (B)(6) had been programmed to nominal parameters on (B)(6) 2025 and the programming was successful. When it was followed up again on (B)(6) 2025, the requested nominal programming did not function, and the reported message/pop-up was displayed. The user could have clicked ¿ok¿ to the pop-up displayed and the tablet would have functioned properly. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Manufacturer narrative:
For the moment, we don't know if the issue is related to the hardware (not approved in the us) or to the software (approved in the us or similar). Smartview version 3.16 is installed. The reported issue is not confirmed upon the subject product receipt. The tablet works normally with a platinium or an ulys. Further investigation has started.

Event description:
Reportedly, the physician couldn't interrogate the ulys s/n (B)(6). He tried many times and then changed the tablet and the device was in safety mode. The physician reprogrammed the device. The first tablet was blocked, the screen wasn't responding and it displayed "emergency mode programming failed". No suspicion of malfuntioning of the ICD.